Manufacturer narrative:
The vessel sealer extend (vse) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the tip broke off of vessel sealer extend (vse) inside the patient. The fragment was retrieved during the same surgical procedure which was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.